Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a notification. Upon interrogation, post-paced t-wave oversensing episodes were observed on a stored egm. Programming changes and further testing were recommended. The physician elected not to make any changes and the patient will continue to be monitored.